Event description:
The account generated a falsely depressed architect estradiol of 852 pg/ml on a patient sample that did not match the patient's clinical history. The sample was repeated with architect estradiol of 4106 and 4141 pg/ml which were consistent with the patient's clinical history. Estradiol and other hormone levels were tested on the tenth day of injection of a drug to induce ovulation for the patient. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.